Event description:
Para valvular leak with aortic regurgitation following use of device in tavr (transcatheter aortic valve replacement) procedure. Edwards sapien aortic valve - used in tavr procedure. Marketed with benefit that para valvular leaks are rare adverse events. Pt had severe aortic stenosis; treated with edwards sapien valve - has mild to moderate aortic regurgitation 3 months post implantation. I am reporting this event to assure correct follow-up of adverse outcomes in the available cohort that this device was implanted. Without post implantation surveillance, claims about the safety and effectiveness of this device are potentially biased. FDA safety report ID# (B)(4).